Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case the esheath split outside of the expandable portion (blue hdpe). The sheath was unable to expand to allow the deflated bav balloon to withdraw through it. The sheath and bav were withdrawn together and a new sheath was placed to complete the case. The patient had very tortuous anatomy. There was no harm to the patient.

Manufacturer narrative:
Additional information indicated the site reported ¿it was not the balloon that was the issue¿ as they were able to withdraw easily through the sheath to outside the body. The access vessel had some calcification. ¿there was no more fluid in the bav than usual¿, no rupture, nothing that even remotely signaled it to be a bav issue. The physicians, in the case, believe this issue was due to the extreme tortuosity of the vessel, relating to the expandable portion not resting in greater curvature as we like and where the tip of the sheath was laying directly in the bend of the abdominal aorta. The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. A photograph of the sheath provided by the complaint site confirms a split distal tip. 3mensio imagery of the patient anatomy was provided by the complaint site. Based on available information, it is unclear as to whether the left or right femoral artery was used for access. However, review of the imagery shows both vessels as being tortuous and calcified. Additionally, there is significant calcification at the aortic bifurcation. Both vessels can be seen to have allowable mlds for safe entry of the devices. The returned sheath was visually inspected. The sheath tip was split and the sheath shaft was unexpanded and wavy. Of note, the sheath expansion is not necessary during the insertion/withdrawal of the deflated bav as it has a smaller profile that can pass through the unexpanded shaft. There was distal soft tip damage and light scratches on sheath shaft. No functional testing was performed as there are no applicable tests related to the complaint event. Due to the returned condition of the device (tip split), no relevant dimensional inspection could be performed. During sheath shaft subassembly, the soft tips are 100% visually inspected after soft tip forming for incomplete tip bonding, cross linking, and circumferential lines. During final inspection of the sheath shaft subassembly, multiple inspections were performed by manufacturing and quality.  During final assembly, the esheath shaft components are 100% inspected, including visually inspected using 3x magnification minimum. The sheath is rejected for the following defects: wrinkles, scratches, kinks, or bends, surface defects, protruding, missing material, dents or cuts, cross linking of hdpe across liner, witness lines with exposed ptfe liner, holes or tears on the strain relief, and remnant lines, seam separation, and/or stress line. It is visually inspected for flash and excess material using minimum 10x magnification. During manufacturing, the esheath tips are 100% inspected for ID dimension, and after scoring and under 10x magnification, it is inspected for ID scratches in the liner expansion pathway and tears. During final inspection, the esheaths undergo 100% inspection by both manufacturing and quality. The tip ID dimensions are verified, and it is visually inspect using minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage. It is visually inspect for flash and excess material using minimum 10x magnification. After sterilization, product verification (pv) was performed on finished devices from the related work order under a sampling basis. The esheath samples were visually inspected for seam separation and the strain relief was inspected at a minimum of 3x magnification for holes and tears. After sheath expansion testing, the devices were inspected for damage (i.e. Tears), liner opening or not (i.e. Stretching), and to ensure that no fragments separated from the sheath tip. The devices from the related work order were released as the samples met the requirements for all inspections and tests. These manufacturing inspections support that proper inspections are in place to detect issues related to the complaint event. DHR review was performed for the components that are the most relevant to the complaint event. The work orders did not reveal any issues that could have contributed to the complaint event. A lot history review of the related work order was performed and revealed no similar complaints related to ¿sheath distal tip ¿ split.¿ a review of complaint history from april 2017 to march 2018 for the edwards expandable sheath set (all sizes and models) revealed returned complaints for ¿sheath distal tip ¿ split¿. Two complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that patient/procedural factors (balloon caught on sheath tip during withdrawal) likely contributed to the reported events. One complaint was confirmed, but no manufacturing nonconformances that would have contributed to the complaint were identified. Available information suggested that procedural factors (device/guidewire manipulation) contributed to the distal tip split. A review of the complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend category of ¿damaged.¿ IFU for the esheath and bav, prepping manual, and training manual were reviewed for instructions relating to the complaint event. No IFU/training deficiencies were identified. The complaint for ¿sheath distal tip ¿ split¿ is confirmed based on review of the provided photograph and visual inspection of the returned device; however, no manufacturing non-conformances were identified. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint event. The related IFU instructs users to ¿use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set.¿ calcification and tortuosity can interfere with the sheath upon insertion or removal, and can cause it to become damaged. It was reported that some calcification and a ¿very¿ tortuous anatomy were present. Review of the provided 3mensio confirms that tortuosity and calcification were present in the patient¿s anatomy. Additionally, the minor distal tip damage and scratches observed during product evaluation indicates that it is likely the sheath interacted with calcification. Furthermore, withdrawal difficulty of the bav was reported. While it was noted that ¿it was not the balloon that was the issue¿ and the physician ¿was able to withdraw [the bav] easily from sheath outside of the body,¿ the sheath being in a calcified and tortuous vessel could likely cause the bav to be noncoaxial with the sheath during retrieval. This could have resulted in the bav catching on the sheath distal tip causing it to split. It was also noted that ¿the physicians in the case believe this issue was due to the extreme tortuosity of the vessel, relating to the expandable portion not resting in greater curvature as we like and where the tip of the sheath was laying directly in the bend of the abdominal aorta.¿ available information suggests that patient (calcification/tortuosity) factors likely contributed to the complaint event. Related to this complaint event, the potential hazard of distal tip becomes damaged during procedure was identified, but the potential harm was identified as no harm to patient. The fmea severity level was 3.  Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformances were identified and the occurrence rate did not exceed the complaint control limit for the trend category of ¿damaged¿, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ split¿ was confirmed. Available information suggests that patient (calcification/tortuosity) factors likely contributed to the complaint event. No potential manufacturing non-conformances and no labeling or IFU inadequacies were identified. Furthermore, a review of the complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the applicable trend category. Therefore, neither a pra nor corrective or preventative action was required.